Event description:
Problems with pressure transducers. Six pressure transducers have failed since july 2002. The customer has used suctioning, when the problem occurred the ventilator stopped ventilation and gave continuous alarm.